Event description:
During remote follow up, dislodgement was observed on the left ventricular (lv) lead. An x-ray imaging was performed to confirm the dislocated lv lead. The lv lead was explanted and replaced to resolve. The patient was stable.